Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1546 labeled 2920 labeled internal file number - (B)(4).: during processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Evaluation summary: visual and functional inspection was performed on the returned device. The reported rupture was able to be confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. In this case, it is likely that during preparation for use, the coating on the balloon was not adequately activated in saline such that as the balloon was inflated, the balloon material peeled (noted flap) and ruptured. Additionally, it was reported that the bdc interacted with the heavily tortuous, heavily calcified and 80% stenosed lesion resulting in the reported physical resistance during advancement. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily tortuous, heavily calcified, 80% stenosed mid right coronary artery. A 2.5x15mm trek balloon dilatation catheter (bdc) was advanced for pre-dilatation. Although the bdc faced resistance with the calcified anatomy, it reached the target lesion, and the balloon ruptured during the first inflation at 4 atmospheres. A non-abbott bdc and non-abbott stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.